Event description:
Caller reported an alarm 2 due to an occlusion issue. The customer's blood glucose level was reported as "high," but a specific value was not provided. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). The issue was resolved by changing the infusion set and cartridge and resuming insulin.